Event description:
It was reported that we have removed a groshong PICC from a pt who required repair twice in 36 hrs. The line fractured at a point close to the insertion site (not near a previous repair at all where the line was bulging). This led the customer to worry about the integrity of the rest of the line and they elected to proceed with a peripheral IV for the remaining 5 days of therapy. Returned sample is a 4fr groshong PICC with a complete break approx 1cm distal to the gray connector.

Manufacturer narrative:
The complaint of a external catheter break is confirmed. Although the exact mechanism of damage is unk, the characteristics of the damage found on the complaint sample are consistent with blunt force such as a tensile break in which the elastic strength of the catheter has been exceeded. The break in the catheter is observed 0.4 inches distal to the strain relief oversleeve. Care must be exercised when implanting, dressing, maintaining and removing groshong PICC catheters in order to avoid damage to the device. Written and illustrated directions for securing the catheter are provided in the IFU. Gross visual and microscopic examinations and functional testings shows no evidence of a defect or deformity related to the mfg process. The distal section that contains the three way valve and manufactured tungsten plug was not returned for eval. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.